Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight. The inverter was shorted out on lower half and the inverter cover was melted. All affected components were replaced. The programmer passed all functional incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.

Manufacturer narrative:
The device manufacture date for this product is february 15, 2006.

Event description:
--